Event description:
The pt was implanted with a left ventricular assist device. Approximately 5 weeks post-implant, a reduction in flow was observed along with an increase in pulsatility index (pi) values. An echo revealed insufficient unloading of the left ventricle (lv) and the aortic valve was opening with every beat. A cardio CT scan was performed and an outflow obstruction was excluded. A ramp test with a speed increase of more than 1,000 rpm didn't improve lv unloading. The pt developed hemolysis and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.